Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the lcd screen was blurred and the customer was not able to read the screen. Customer's blood glucose level was 93 mg/dl at the time of incident. Customer stated that the insulin pump was not functioning properly. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly noted. However, device had minor scratched lcd window. (B)(4).